Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 438 mg/dl. The customer received insulin flow block alarm. Customer stated that there was no damage on insulin pump and reservoir ring. The customer kept getting insulin flow blocked even after changing the tubing. Customer reports event was resolved by changing complete set. The customer declined troubleshooting for high blood glucose value. The insulin pump will be returned for analysis.